Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: although the root cause for the alarm of an obstruction within the extra corporeal circuit could not be definitively determined, it is possible that it was caused by platelet clumping the platelet clumping was possibly caused by, but not limited to, the patient¿s physiology or inadequate anticoagulation which in turn could possibly have been due to a partial occlusion of the tubing or using heparin instead of acd-a.

Manufacturer narrative:
The initial fluid balance target for the run was (B)(6). When the procedure was interrupted the fluid balance was (B)(6); 26ml positive. The signals in the run data file (rdf) indicate that the system operated as intended. The obstruction alarm was possibly caused by an inadequately anticoagulated extra corporeal circuit which led to platelet activation. This procedure used an anti-coagulant that has not been validated for use on optia.

Manufacturer narrative:
Investigation: the customer stated that they do not have a procedure implemented in weighing fluids used during the procedure and a mix of 3000 units of heparin in 500mls of acd-a was used for anticoagulation. Per the optia essentials guide, it states and warns: terumo bct has validated the system's performance when the extracorporeal circuit is properly anti-coagulated using acd-a, and recommends using acd-a to anti-coagulate the circuit. The higher the inlet:ac ratio used during the procedure, the greater the risk is for platelet aggregates and clots to form in the tubing set. Root cause: a definitive root cause for the platelet clumping could not be determined. However, the platelet clumping is believed to be the cause of the fluid balance alarms. Platelet clumping can be caused by inadequate ratios of anti-coagulant and can result in hypovolemia.

Event description:
No medical intervention was necessary for this event.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer report that approximately one hour into a mononuclear cell collection (mnc)procedure, they received multiple alarms due to an obstruction. They aborted the procedure and continued on a different machine. Due to EU personal data protection laws, the patient information is not available from the customer. Donor gender and weight were obtained from the run data files. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the fluid balance reported on the spectra optia system is 26ml and the patient's tbv is (B)(6)ml. The worst-case fluid balance for the patient was calculated to be (B)(6) at the end of the procedure. The aim images were reviewed for this procedure and several were indicative of platelet aggregation. The inlet:ac ratio was running between 20:1-22:1 throughout the procedure. It is assumed at this high of a ratio that heparin was used. Terumo bct does not have any recommendations with the use of heparin as an anticoagulant. If citrate was used, then this high of a ratio is likely the cause of the clumping. The patient¿s fluid balance may be lower than reported alarms occur if the lower level sensor is detecting air sooner than expected. This may indicate that not enough fluid is being returned to the patient. This can occur for several reasons including an occluded or blocked plasma line or collect line, foaming, defective lower level sensor, or pump stroke volume drift. Investigation is in process. A follow-up report will be provided.